Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged unexpected replace battery alarm on (B)(6)2021. Device passed the displacement test, active current test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range, however, pump received with high sleep current. 93 unexpected battery change alarms found in the history file starting from [(B)(6) 2021 23:37:33 to (B)(6) 2021 12:13:52]. 71 unexpected low battery alerts found in the history file starting from [(B)(6) 2021 17:32 to (B)(6) 2021 07:21]. Unexpected change battery faults found in the history file [(B)(6) 2021 05:12, (B)(6) 2021 22:32, (B)(6) 2021 18:36, (B)(6) 2021 13:36, (B)(6) 2021 9:33, (B)(6) 2021 18:23, (B)(6) 2021 3:01, (B)(6) 2021 6:37]. Unexpected battery out limit was found in the history file [(B)(6) 2021 12:14:30, (B)(6) 2021 12:14:41, (B)(6) 2021 9:47:59, (B)(6) 2021 9:48:10]. Device was cut open to perform visual inspection and found moisture damage on pcba 1. Moisture damage was also found on the force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unexpected replace battery alarm confirmed due to moisture damage on pcba 1. Device exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer stated that the insulin pump became unable to be used. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.